Manufacturer narrative:
Device was used for treatment, not diagnosis. Update event description to capture 2 broken rods and 4 unknown screws. Placeholder.

Event description:
X-rays and examination revealed 2 broken rods on the right side at approximately l3-l4. This report is for 4 unknown screws.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date in 2003, the patient had decompression surgery with no fusion. On an unknown date in 2009, a second procedure occurred with fusion. Patient presented to surgeon on unknown date with back pain. X-rays and examination revealed a broken rod on the right side at approximately l3-l4. The fusion was revised on (B)(6) 2013 with noted pseudoarthrosis at l3-l4. This report is for an unknown screw. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date in 2009. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.